Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum infusion pump would not infuse after being reset. The customer reported that therapy was interrupted by a false "upstream occlusion" alarm, and that when the pump was reset, it would not infuse. The customer reported that the nurses were attempting to titrate 12 ml of o blood, along with administering penicillin and lanacaine. It was also reported that there was no patient injury.